Manufacturer narrative:
The device has been returned for analysis, however additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is complete.

Event description:
It was reported that during an angioplasty procedure, a hypotube fracture occurred. The lesion was located in a bifurcation of the non-tortuous and 90% stenosed circumflex artery. When the physician tried to advance the maverick2 2.5x20mm balloon catherer, it was noted that the hypotube had broken into two parts. A 6f arrow introducer sheath, a mach 1 6f fr4 guide catherer, a choice pt .014 guide wire and a braun inflation device were also used in the procedure. Patient medications included plavix, clopidogrel, nitroglycerin, heparin, aspirin. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "okay."